Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367, this situation occurred during the initial drain. The technical service representative (tsr) instructed the home patient (hp) to close all the clamps and transfer set, cycled the power off and on to the system error 2367 and then cycled power off and on to press go to start prompt. The tsr explained the alarms and the hp stated the hp received a system error 2240 in the initial drain. There were no leaks all bags were still connected, the hp did not disconnect and there were no spare line clamps all in use . The tsr advised to discard all supplies and to report the alarms to the peritoneal dialysis nurse (pdn) the following morning. The hp would finish that nights therapy manually. There was patient involvement. No patient injury or medical intervention was reported. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. Per the pdn, the home patient (hp) had been into the clinic to see her recently and did not mention the alarm. The pdn stated the home patient (hp) discards his supplies and the lot number is not known. The pdn stated the hp was doing fine with therapy on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and a lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.